Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a receiver power issue occurred. On (B)(6) 2025, the patient's receiver stopped working (not turning on). The patient did not have any means to monitor their glucose readings. The receiver did not work the whole morning, with no available test strips, the patient did not manage to do a finger prick to manually check her readings. The patient passed out for 3 hours and when she woke up, she did a finger prick using her sister's glucose meter and got a readings of 130 mg/dl. The patient's sister asked her to go to the hospital but the patient refused. Since the patient got a readings of 130 mg/dl, she did not take any medication. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.